Event description:
It was reported that (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. After the implant, the valve got embolized. A new 27mm navitor vision valve was successfully implanted with a new large flexnav delivery system. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.